Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Event description:
A follow-up MDR was submitted on 02/25/2016 with the report number 3004753838-2015-66886. Acknowledgements were received for this report and passed. It was noticed that the original follow-up MDR for report number 3004753838-2015-66886 was reported on 02/02/2016. Receipt of acknowledgments for that report also passed. Please disregard information in the follow-up report that was submitted on 02/25/2016 as the information in that report belongs to report number 3004753838-2015-66866.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.